Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the alarm could not be stopped due to a defective circuit board, and the air flow rate could not be reached due to a defective manifold unit. Olympus will continue to monitor field performance for this device.

Event description:
The previously mentioned malfunction occurred during preparation for use. The intended procedure was a laparoscopic surgery. The procedure was completed using a similar device with no delays. Other concomitant devices used were non-olympus devices.

Event description:
The customer reported to olympus, the high flow insufflation unit cannot control any function. The high flow rate setting could not be reached. It was also reported that the alarm could not stop intermittently. The error sound was unclear. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed. The device evaluation found the alarm could not be stopped due to a defective circuit board. The air flow rate could not be reached due to a defective manifold unit. The error sound not being clear was not confirmed. In addition, there was third party repair. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.